Manufacturer narrative:
On april 25, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the packaging of the product appears damaged. As the product involved in this complaint was not received, the device could not be analyzed according to the procedures. A manufacturing record evaluation was performed for the finished device batch number 9535448 and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for device serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 500cc artoura breast tissue expander arrived damage at a facility. The box was damaged and the outer packaging was compromised to the point that it damaged the product inside the box. There were no patient involvement or adverse events reported. This medwatch report is for device serial number (B)(4).